Manufacturer narrative:
Remains implanted in the eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxt150 15.5 diopter) was inserted into the eye. After implantation, the doctor noticed a sticky substance adhered to the posterior surface of the lens which he tried to remove. However, he was unable to remove all of it as it was extremely difficult to remove. The remaining debris was left in the periphery of the lens. The doctor described the material as a gooey type substance. The account was been briefed again on the proper care and handling of the products before use. By the sales rep. As of right now, the doctor is going to leave the implant alone. The doctor stated he might attempt to yag the material at a later date. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.